Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's meter and remaining test strips of lot 39739821 were provided for investigation. The returned and retention test strips were measured with the returned meter in comparison with the current test strip masterlot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.7 inr. Donor 2 inr: 2.5 inr. Donor 1 hct: 42%. Donor 2 hct: 46%. Testing results: donor #1: retention meter and master lot strips: 2.6 inr. Customer meter and customer strips (397398-21): 2.6 inr customer meter and retention strips (417470-21): 2.7 inr donor #2: retention meter and master lot strips: 2.6 inr. Customer meter and customer strips (397398-21): 2.5 inr. Customer meter and retention strips (417470-21): 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch field occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated she received discrepant results when testing with coaguchek xs meter serial number (B)(4). At 9:27 a.m., a sample from the patient was tested using the meter and test strip lot number 41747021 (expiration date = 31-jan-2021), resulting with a value of 1.5 inr. At 9:38 a.m., a sample from the patient was tested using the meter and test strip lot number 39739821 (expiration date = 31-oct-2020), resulting with a value of 2.2 inr. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is once per week.